Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in pts with traumatic aortic transections.

Event description:
On (B)(6) 2010, a gore tag thoracic endoprosthesis was implanted in this pt to treat a traumatic transection due to motor vehicle accident. Post-deployment angiography revealed some filling of the pseudoaneurysm with a lack of proximal wall apposition. The gore tag device was re-ballooned, and completion angiography revealed a mild amount of filling which was felt to resolve on its own. The pt tolerated the procedure. On (B)(6) 2010, a f/u computed tomography scan revealed infolding in the mid portion of the gore tag thoracic endoprosthesis. The physician is choosing a wait and watch approach as the pt is asymptomatic and no endoleaks were identified. The pt is doing well. Additional info has been requested.